Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed an elective replacement indicator (eri) battery status earlier than expected. The device was implanted for 10.3 months. The device was explanted and replaced with another guidant ICD. There were no adverse patient effects reported.